Event description:
The rptr stated that she did a meter to lab comparison test, within mins. Her meter reading was 214 mg/dl, and the lab test result was 150 mg/dl. She did not have any symptoms, and no harm was alleged.